Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient came into the clinic for a routine check. Stored episodes of noise were recorded by the device. The noise was reproducible in clinic during isometrics when the patient's arm was across his chest. The patient is not dependent. The noise was observed on the a sense amp channel. The physician has decided to monitor the noise for now.